Event description:
The following was reported to davol by the patient's daughter: it has been alleged that (B)(6) of 2013 the patient was implanted with unknown bard/davol mesh during an unknown procedure. Two days post operatively the patient developed itching around his eyes and face. Within a week after implant the patient developed a red bumpy rash over his body. He has seen over ten different doctors. He has been on multiple medications. The family is requesting a sample to perform allergy testing.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Davol has requested product identifiers from the contact. Without product identifiers a review of the manufacturing records cannot be conducted. This MDR includes all patient, event, and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.